Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that a patient had original treatment on (B)(6) 2015 and at one day post treatment was diagnosed with striae in one eye. The striae required flap to be refloated and this occurred on (B)(6) 2015. Surgeon reported he wants to do an enhancement. It is reported that there has been no loss of best corrected visual acuity (bcva) of 2 lines or more. Patient was 20/20 pre-op and is 20/25 post op.